Manufacturer narrative:
Unique device identification (UDI): (B)(4). The disposable catheter passer (821517) was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that when the peritoneal catheter was connected to the inner cylinder, the catheter passer came off and could not passed through. The procedure was completed by tying with a thread using a surgical sonde. The event led to more than 30 minutes surgical delay. No patient injury was reported.